Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Concomitant products: 6935m-62, lead, implanted (B)(6) 2014; 5076-52, lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that within one day of the implant procedure, the left ventricular lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.